Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a case of leadless pacemaker in the left ventricle with cardioembolic stroke. Journal of the american college of cardiology: clinical electrophysiology. 2021. Vol. 7 no. 4. Doi.org/10.1016/j.jacep.2021.01.002. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports a patient who presented to the hospital with abdominal pain, gram-negative bacteremia, gait ataxia, and aphasia. They also were found to have had multifocal cerebellar infarcts with imaging findings suspicious for a cardioembolic source. Radiographic imaging incidentally discovered that the leadless ipg was lodged in the lateral wall of the left ventricle. Additionally, no atrial or ventricular shunts were observed on transesophageal echocardiography. The patient underwent median sternotomy and exploration of the left ventricular cavity via transverse aortotomy. The leadless ipg was found lodged beneath the posterior leaflet of the mitral valve. It was suspected that this was due to perforation of the interatrial septum. The device was carefully extracted. A left atrial appendage ligation was performed and a new dual chamber epicardial pacemaker was implanted. The status/disposition of the leadless ipg is unknown. No further patient complications have been reported as a result of this event.